Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 500 mg/dl. Customer also reported that the insulin pump showed critical pump error when customer was sleeping. Insulin pump will not be returned for analysis.